Event description:
It was reported that the patient stated having a hard time deflating an inflatable penile prosthesis (ipp). The device would remain inflated when the patient went to bed making it uncomfortable. The patient had an appointment with the physician in which the patient demonstrated the proper way to deflate the ipp; however, the patient experienced the same complication weeks after the appointment. Patient liaison discovered that the patient was holding the deflate button for too long, overriding the system. The patient did not believe the ipp would deflate once he let go but patient liaison explained once the buzz, hum or fluid transfer was felt, the button should be released. The patient will try the method and contact patient liaison if further assistance was needed. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.